Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio observed that the lid latch assembly is missing and determined that to be the cause of the reported issue. The latch assembly connects to the on/off button switch flex assembly. A test on/off lid latch was installed and the device was able to power on. Physio also reviewed the device download and observed that the internal hybrid layer capacitor (hlc) batteries had previously become depleted. The charge-pak (cp) was removed from the device and it was determined that the cp was the incorrect cp for the device. The cp was depleted which caused the hlc batteries to become depleted. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the lid latch on their device broke off. Physio-control evaluated the device and found that it would not power on. It was also observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to 0, which is an indication that the device may not have sufficient power available to deliver defibrillation therapy to a patient, if it were necessary. There was no report of patient use associated with the reported issue.